Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre-dilation, a 3.00 x 20 synergy¿ drug-eluting stent was advanced, but resistance was encountered. When the device was pulled back, deformation of the stent struts were noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.